Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was implant is not transferred from sterile environment to patient in accordance with IFU (e.g. Not in upright position, incorrect driver selection). Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h6: entered evaluation codes, h11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that the implant at tooth site #unk fell to the floor/ground while placing. Dropped implant on floor while placing. Disengaged from the driver.